Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that withdrawal occurred along with a catheter problem, specifically catheter failure. It was noted the patient had been using the pump in conjunction with oral medications. The patient had been scheduled to have her pump replaced due to normal battery depletion. However, seven days prior to the scheduled date, the patient went into the hospital because of her pre-operation physical and the health care provider (hcp) told her that she was having a catheter failure. Due to this, the pump and catheter were replaced on the scheduled date. It was reported that for five days prior to the pre-operation date, the patient was going through withdrawal and ¿was not getting any information¿. The type of medication being delivered via the patient¿s previous device system was not provided. The new, current device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.